Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 15, 2021. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 3331, 4246, 4308). Type of investigation: 3331 - analysis of production records. Investigation findings: 4246 - transport/storage problem identified. Investigation conclusions: 4308 - cause traced to transport/storage. Pictures provided with the complaint confirm that an empty dummy box was sent to the customer. A dummy box is used to maintain spacings within a partial pump case box for the sterilization process. An internal non-conformity was created to fully investigate this situation. Production and quality documentation is in the process of being updated to prevent recurrence. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during out of box, the customer received an empty box of dolphin pump head and at the bottom of the box there was a written word "dummy". No patient involvement.